Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2012. The information obtained from the device showed that during this time of installation the device failed the weekly self-tests on four occasions because of a low battery warning. Investigation concluded that the low battery warnings may have occurred as a result of the device not being stored at the recommended storage conditions. Investigation also confirmed that there was no fault with the device or any component in the device neither was there any evidence to suggest the device was switching itself on automatically as reported. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.